Manufacturer narrative:
The stem was orthomax (a predecessor to ortho development corporation; (B)(4)) and was originally implanted in 1994. The head that was requested by the surgeon and provided was primaloc (B)(4). This head did not fit the original stem due to a difference in the taper. Replacement components of this stem (B)(4) were obtained and have been provided to the surgeon.

Event description:
It was reported that in (B)(6) 2010, the patient underwent acetabular revision, and was revised with a primaloc head as requested by the surgeon. In (B)(6) 2010, the femoral head disassociated from the stem due to a difference in the tapers. The patient was revised to a provisional head.